Event description:
It was reported via facility medwatch that during a percutaneous coronary intervention, device detachment occurred. The procedure was indicated due to extensive coronary artery disease. An unspecified 6fr xb 3.5 guide catheter was inserted over a wire and used to cannulate the left main (lm) coronary artery for support. A non-bsc guide wire was advanced down the left cca and seated into the 2nd obtuse marginal (om) artery for protection. A 2.0x12mm apex balloon catheter was selected and advanced into the 2nd om. After dilation, the apex balloon was exchanged for a 3.0x15mm non-bsc balloon was advanced to the bifurcation and inflated to 7 atms. Multiple sequential inflations were performed. Severe calcification at the ostium of the 2nd om did not yield. A 3.0x15m flextome cutting balloon was advanced but was unable to cross the lesion. A non-bsc extra support wire was advanced as a buddy wire down the 2nd om. Dilation to 9 and 11 atms was performed after dilation with the 3.0x15mm flextome cutting balloon, the physician attempted to remove the balloon catheter. There was severe strain on the removal of the flextome cutting balloon. It was attempted to be advanced forward and this was unsuccessful. In attempting to remove the flextome cutting balloon, the guide became deep seated. Therefore, gradual pressure was taken and there was a rupture of the flextome cutting balloon between the catheter system and the balloon segment. After rupture of the balloon, the 6.0 guide was walked out guide over the wires and a 7 fr guide was inserted and used to cannulate the lm. It was attempted to try and use a small snare to capture the detached device. The facility only had access to a 120cm snare. The physician was unsuccessful in snaring the device fragment as the snare would only access the ostium of the lm. Surgical consult was immediately called. The patient did become bradycardic and have chest pain. Nitroglycerin was increased. Chest pain was well controlled no electrocardiographic changes. Due to bradycardia, access was obtained in the right common femoral vein. A temporary transvenous pacemaker was inserted. Intra-aortic counter balloon pulsation pump was inserted in the left common femoral artery for cardiac relaxation. After discussion with cardiothoracic surgery, the interventionalist had access to a longer snare to provide retrieval of the device without possibly having to undergo surgery. The case was discussed with the family. Angiography revealed there was still flow accessing the distal circumflex and the distal 2nd om. Prior to transport guide was removed. Wires and sheaths were sutured in place. Patient was hemodynamically stable throughout the case. The patient was given prophylactic dopamine at a low dose as well as nitroglycerin to help with his symptoms. Patient was transported to another facility to have open heart surgery to remove the foreign body. Patient remains in the ICU. No additional patient complications were reported and the patient's status is fine.

Manufacturer narrative:
User medwatch patient identifier: (B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).